Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy, upon using the device, the device was not able to cut the tissue. The procedure was completed with another device. No patient injury.